Event description:
It was reported that a resume pump alarm was received. Reportedly, the customer forgot to resume insulin delivery when they should have which led to the customer experiencing an elevated blood glucose (bg) level of 586 mg/dl. The customer delivered a correction bolus via the pump to address the bg.